Event description:
A follow up call was made and found that the customer was hospitalized due to diabetes ketoacidosis the past week. Troubleshooting was declined as customer believes that it was not the insulin pump issue, and it is probably because she has been all over the place in her sister wedding. The blood glucose reading at time of admission was 357mg/dl. The customer was throwing up and dehydrated. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.